Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the horizon small clip applier instrument does not hold clip as it falls out of the jaws. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-jun-2026: instrument was reported that when opened on 04/01 it was not used ¿ tried to load clip and it would not hold clip, so the scrub technician passed off the instrument to sterile field. The instrument was not used in patient. No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection identified a derailed grip cable at the idler pulleys. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Even though the grip cable was derailed, it still moved and grasped normally without any issues. The grips opened and closed properly. The grips were aligned; the instrument successfully held the clips. The instrument passed the clip test. The instrument was fully functional. No product issue related to the complaint was identified. Additional unrelated observation(s) not reported by site: the instrument was found to have a derailed grip cable from its normal position at the idler pulleys. The instrument passed the intuitive motion test. A clip test was performed and passed. A visual inspection of the backend found input shaft axis #6 and #7 was cracked. Further, the instrument was found to have broken distal idler pulley. Broken pieces were missing as a result of breakage. Size of missing pieces are approximately 0.015¿ x 0.008¿. The instrument was also found with hairline cracks on grip input shaft #6 and #7. Other backend components adjacent to the cracked inputs do no show damage. The probable root cause of the broken distal idler pulley was attributed to potential user mishandling/misuse.